Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(6)2012 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The cause of the damage/frayed catheter was not determined. The patient¿s weight at the time of the event was unknown. The frayed/damaged portion of catheter would not be returned to the manufacturer as it was discarded after the case. The information was noted as having been confirmed with the physician/account.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2012, partially explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving bupivacaine with concentration 10 mg/ml at a dose rate of 1.5 mg/day and dilaudid with concentration 20 mg/ml at a dose rate of 3 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a tear/hole/fracture in the catheter was confirmed at normal pump replacement on (B)(6) 2019. During surgical exploration they saw that the catheter portion that was near the pump was somewhat "frayed". They decided to replace that portion of the catheter. No patient symptom was reported. It was further noted that it was calculated that it would be 4.5 hours where drug would not be in catheter of the new portion. The physician did not aspirate from the catheter access port (cap) with the new catheter piece being added and back table prime was performed. At the time of the report it was reviewed not to prime. They did calculations to show how long the patient would be receiving drug from the distal portion and then how long the time would be where the patient would be getting less than programmed due to the empty portion. No further patient complications have been reported as a result of this event.